Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could be determined what the foreign material was found to be silicates, protein, and organic silicon that were not removed in the reprocessing, water left in the channel/water droplets which was not wiped off near the nozzle port, etc. That dried up in the nozzle and accumulated as residual water traces. There was no damage to the area where the foreign material was detected, and there is no information if the reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material adhered to the distal end. There were no reports of patient involvement.